Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. The device was explanted and re-implantation is planned to take place in 8 weeks after the infection heals.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report, the device was explanted due to an infection process involving the radical cavity that most likely led to the displacement and subsequent extrusion of the floating mass transducer (fmt) through the tympanic membrane. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process;no available information points to the implant being the source of infection. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The explanted device was received at headquarters. Additional information received stated that the user had an infected radical cavity and the floating mass transducer (fmt) was translocated through the tympanic membrane. The device was explanted and re-implantation is planned to take place in 8 weeks after the infection has healed. No further information is available.